Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. The physician believed the ipg became dormant and was not charging. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.